Event description:
During initial kidney access, an incision was made approx 30 french with a #11 blade. A fuchs needle (#090004) was introduced into incision. The 4 part needle from #080000-s5 was inserted through the fuchs needle to the kidney. The position was not optimal and the 4-part needle with the 2 inner pieces out, was extracted. The remaining catheter and stylet seemed to "catch" on the way out and when extracted, it was noted that the lower approx 1" of the outer catheter was missing. On f/u x-ray, the piece was visualized between the skin and the retroperitoneum. No extraction of the piece could be made. The pt was made aware of the left behind piece.

Manufacturer narrative:
The devices were discarded following the procedure and nothing was returned for eval. During confirmation of the event, it was found that the outer sheath on the 4 part needle had most likely caught on the needle guide that had been used, causing the lower section of the sheath to separate and locate in the fatty tissue. The physician had stated due to the segment being located in the fatty tissue that most likely it could not be retrieved. Following the separation of the sheath, another set was opened and the procedure was completed as usual. The physician indicated the pt was doing fine and he had notified the pt and the pt's family of the remaining segment inside the pt.